Manufacturer narrative:
Additional information has been requested regarding the patient and device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on september 13, 2019.

Event description:
Per the clinic, the patient presented to clinic with swelling and redness to the implant site. It was reported by the patient that the site was bumped, resulting in pain. Subsequently, the patient was treated with a ten day course of oral antibiotics, beginning (B)(6) 2019. The patient will continue routine clinical management.

Manufacturer narrative:
Per the clinic, it was reported that the swelling at the implant site was confirmed to be an infection. The infection has since resolved, following the previously reported antibiotic treatment. This report is submitted october 10, 2019.